Manufacturer narrative:
Additional information provided in: b1 adverse event/product problem, b2 outcomes attributed to adverse event, b5 describe event or problem, h1 type of reportable event, and h6 impact codes. Investigation summary: with the available information boston scientific concluded that the reported inflation issues could not be confirmed. Analysis identified secondary damage to the tubing due to it being cut during the explant procedure. Analysis was unable to identify any damage on the cylinders or pump. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor cylinders, pump and tubing were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified the tubing had been cut to separate the cylinder 1, cylinder 2 and the pump. This damage was the result of sharp instrument damage that probably occurred during explant. As a result, it is considered a secondary failure. There was no other damage observed related to cylinder 1, cylinder 2 and the pump. Due to the damage observed being a secondary failure, product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) device started to lose rigidity approximately six months earlier resulting in impaired sexual intercourse. The explanted device was later received without any additional information.

Manufacturer narrative:
Additional manufacturer narrative. Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) device started to lose rigidity approximately six months earlier resulting in impaired sexual intercourse.